Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information indicated the lead was explanted on (B)(6) 2014.

Manufacturer narrative:
Final analysis found insulation abrasion exposing the outer coil at 11.5cm to 11.7cm from the connector pin. The abrasion was consistent with constant friction to the device can. This likely caused the reported complaint of noise.

Event description:
It was reported that the ventricular lead exhibited noise. The patient was asymptomatic. The lead was capped and replaced.